Event description:
A patient underwent a left atrial appendage (laa) closure using a lariat rs suture delivery device. During placement the suture loop was unable to be secured around the laa. Bleeding was observed once device was removed. A watchman¿ was placed in the laa however, bleeding continued. Bleeding was controlled through autotransfusion via right femoral sheath. Bleeding self-resolved without additional intervention. This event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.